Manufacturer narrative:
(Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.").

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to program a food bolus by entering the amount of grams of carbohydrates (carbs). Reportedly, due to the carbohydrates settings being set to off, the entry was being displayed in units of insulin. Tandem technical supported assisted the customer on turning the carbohydrates settings to "on" which allowed the customer to request the food bolus by grams of carbs. There was no reported impact to the customer's blood glucose level.